Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
A healthcare professional reported a patient experienced the events of ¿implant moves to armpit area¿, ¿didn't keep it's shape¿, ¿pain irradiating into left shoulders¿. Healthcare professional reports mammary CT confirms rupture. Device has been explanted. This relates to the left device.